Event description:
The account stated that the cell-dyn 1800 analyzer has generated discrepant results on 2 patient samples. For patient #2, the initial result was 7.9 g/dl. The sample was then sent to a reference lab and the result was 9.3 g/dl. There was no further information provided for this patient.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.